Event description:
The pt was receiving an infusion of glucose. The pt was checked regularly overnight by nursing staff however, at 0600hrs, the nurse noted that the pt's arm was swollen and the infusion had gone "subcutaneus". The pt's nails were red and the lower part of their arm was blue. The infusion was stopped immediately. The pt was reviewed by a doctor and required surgery. Cardinal health has requested that the pump is returned to the office for examination and testing; however, this has not yet been received. At present there is no indication that the pump was either faulty or malfunctioned. When the pump is received for evaluation, a follow-up report will be submitted if any additional info becomes available. Cardinal health has recently received a number of reports of infiltrations/extravasations from this hospital. Local cardinal health staff have already visited the customer to provide further training on the use of this product.

Manufacturer narrative:
Pt information requested and all available info is included.